Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
See case (B)(4) for initial complaint. Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017, with blood glucose of 22 mg/dl at the time of hospitalization. At the time of the incident, the readings were 40 mg/dl. The customer claims that the pump delivered insulin without them programming. The customer's doctor stated that the pump malfunctioned and delivered 6 days of insulin within a 6 hour period. The customer was given intravenous sugar water and foods to treat. The customer was wearing the insulin pump during the incident.troubleshooting was completed. The insulin pump will be returned for analysis.